Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had less responsive buttons and the screen was hard to read. The customer's blood glucose level was unknown. The customer stated that the battery life was declining, the screen of the insulin pump was dimmer and scratched making it hard to read and the buttons were less responsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Back light anomaly not confirmed. Device received with minor scratches to the display. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Charge/battery lasts less than expected not confirmed. (B)(4).